Manufacturer narrative:
Investigation results: a visual analysis of the returned device found that the loop was broken with evidence of burn. There were particles found in the loop as evidence of use. The loop may break due to excessive current applied during the procedure. This failure was probably caused due to device manipulation during the procedure. Therefore, due to anatomical and procedural factors that could have affected the device performance, the most probable root cause for this event is operational context. A device history record (DHR) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare loop broke. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of snare loop broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the snare loop broke. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.